Manufacturer narrative:
Continuation of d10: product ID neu_unknown (serial: unknown); product type: 0217-unknown; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that since the storm yesterday, they were sweating profusely and that the tape on the incision site was removed and they thought that the wires were loosen and asking if they could stop their therapy. They educated the patient that since it was a weekend and their provider's office might be closed, to go to the urgent care center to have the tape replaced and to see their healthcare provider (hcp) on monday to have their device checked. It was unknown if the issue was resolved at the time of report. It was unknown if surgical intervention occurred.